Manufacturer narrative:
The customer was sent a larger size breastshield to resolve the issue of pain and it was requested that the customer's breastshield be returned for evaluation. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. It cannot be definitively concluded that the pump caused or contributed to the customer's thrush. Reported issues of thrush are under investigation in (B)(4). Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.

Event description:
The customer reported to customer service that she was having difficulty pumping and was experiencing pain while using her pump in style advanced breast pump due to the wrong size breastshield. The customer also stated that she was diagnosed with thrush and was prescribed an antibiotic by her physician.